Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing that resulted in pacing inhibition. No changes or interventions were performed; the physician elected to monitor the device. The patient was in stable condition.

Event description:
New information notes that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing again. No intervention was performed.